Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information received from the manufacturer's representative reported that the patient had pain and "other symptoms associated with reflex sympathetic dystrophy (rsd), which were previously relieved by the implantable neurostimulator (ins) therapy, returning to their right foot. The patient had a loss of stimulation despite "turning the intensity up as high as it would go". The patient was unable to recall any specific event (falling, large movements of the spine or other activities) which could have led to the onset of the event issue. The patient stated that "as of (B)(6) it was gone, out of nowhere." As part of diagnostics/troubleshooting, impedance testing showed electrodes #1, 7, 8, 9, 12, 13, and 14 were >10,000 ohms. It was noted that previous programming for the patient utilized primarily electrodes 12-15. An attempt was made to program around the affected electrodes but stimulation could not be felt in the areas of the patient's normal pain and caused a "stabbing" sensation in the thoracic region of the spine. The patient's physician was notified of the issue and x-rays of the cervical and thoracic areas were ordered which did not reveal anything wrong with the leads. It was noted that the leads were completely in the ins. The physician thought one of the leads may be fractured. The patient was schedule for a lead revision on (B)(6) 2016. The indication for use for the implanted device was noted as spinal pain. The patient status at the time of this report was noted as "alive - no injury". If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from the patient. It was reported that they determined that the lead broke. The patient thought they removed the entire system but was not certain. The patient knew there was an issue because he no longer felt stimulation. Refer to manufacturer reports # 3004209178-2017-05009 and 3004209178-2016-11942 for other reports of losses of stimulation and broken leads for this patient. Refer to manufacturer report # 6000153-2016-00239 for the report of this event for the patient¿s other lead.